Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient decided drive to the emergency room (ER) because the cgm reading was 86 mg/dl and the bg reading was 35 mg/dl. The patient was feeling about to pass out. Finally, the patient passed out when he arrived at the ER with the paramedics. No self-medication was done prior to the arrival. No information if medication was administered during the time when he passed out. The patient regained consciousness after 30-45 minutes. The patient was discharged after 2-3 hours. At the time of the report the patient was normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.